Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display and battery out limit. The blood glucose at the time of the incident was 59 mg/dl. The customer states they treated for the low blood glucose with juice. The customer states the insulin pump is not working. Troubleshooting was able to clear the battery out limit alarm. However it is unclear if the replacing the pump would correct the blank display. The device will be returned for analysis.